Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information provided, a definitive root cause for the event could not be established. The exact cause of the event is unknown; however, patient-related factors such as age and progression of disease state, and/or the mechanisms described above, may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 6 years post transfemoral tavr procedure with a 20 mm sapien 3 valve, the patient was submitted to valve point for evaluation for a valve-in-valve procedure. As reported by the valve clinic coordinator, the patient presented with dyspnea upon exertion. A valve-in-valve procedure is being performed due to calcification and stenosis. Based on the medical record review, a transthoracic echocardiogram was performed approximately 6 years post implant. The results of the examination noted that the bioprosthetic aortic valve was present and well seated. The gradients across the valve were elevated, with a mean gradient of 55 mmhg, and the dimensionless index was 0.27. Compared to a study performed 1 year prior, the gradients across the aortic prosthesis had further increased and were now severely elevated.